Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the right atrial (ra) exhibited noise oversensing that caused pacing inhibition and inappropriate mode switch episodes. No intervention was reported, and the lead will continue to be monitored. There were no patient consequences reported.